Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out procedure for elective replacement indicator, the physician noted that the svc pin plug was loose and no longer in the svc port. After the device was explanted, the physician attempted to screw the pin plug into the port again but was unable to do so. The device was explanted and replaced. No patient complications have been reported as a result of this event.